Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported image problem, which was attributed to a faulty camera head connector. However, the cause of the faulty connector cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported an image defect with the video processor. The image displayed when the camera head connector was moved upward, but the image was not displayed normally in other cases. No patient or user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of faulty camera head connector. The cause of this fault was not determined. Olympus will continue to monitor field performance for this device.